Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis on (B)(6) 2017. Blood glucose at the time of admission was over 600 mg/dl. Customer¿s spouse explained that the customer had been given a steroid injection the day prior, he had gone home, and he started getting sick and throwing up and couldn't eat anything. The next morning his blood glucose went up to 600 mg/dl and they went to the hospital. The customer was taken off the insulin pump and treated with insulin drip. Troubleshooting for high blood glucose was not performed. The insulin pump will not be returned for analysis.